Event description:
The pt reportedly experienced headaches after school. External equipment was exchanged. Programming changes were made. It was reported by the center that the device stopped working. The pt's device was explanted.